Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro generated false sodium (na), chloride (cl) and/or calcium (calc) results on 3 patient samples. Results were reported out of the lab. When the issue was noticed, samples were repeated, but the customer did not consider any of the results erroneous. It is unknown if reports were amended. Qa review of the provided reports identified that the differences in results for 3 of the samples exceeded assay precision claims for na, cl and/or calc only. It is unknown if patient treatment or diagnosis was affected due to the erroneous results reported. Review of the current calibration report showed that the cl span was 1879 and was due for replacement. After replacement of the tip, the span came up to an acceptable 2675. Quality control (qc) prior to the event was within lab-established ranges. The customer stated that qc after the event was within range, but did not provide the data from after the event. Customer technical support (cts) assisted the customer with troubleshooting the issue, via phone. Cts instructed the customer to change the cl electrode tip and recalibrate. The actions taken with the flowcell while replacing the cl tip resolved the issue. To date, customer has not reported any further problems.